Event description:
Procedure: low anterior resection. According to the reporter: on the 2nd firing, malformed stapling occurred. Another device was applied. Oozing bleeding was reported as under 200cc. Additional resection of tissue was reported as over 3cm required.

Manufacturer narrative:
(B)(4)